Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported insulin spilled over into the cartridge compartment of her insulin infusion device. She stated she did not see any insulin coming out of the infusion set tubing while trying to prime. The patient said she has just started using this infusion device. The patient was educated on how to insert the cartridge and prime the tubing. The patient attempted twice to prime 25 units of insulin without success. The patient stated the insulin appears to be leaking near the adapter area. The patient was instructed to remove the cartridge and turn the infusion device upside down to allow the device to dry. The patient stated she is currently driving but will switch to her backup infusion device when she gets home. On follow up, the patient stated she changed her adapter, infusion set and cartridge and she has had further issues. The tubing was requested to be returned for evaluation. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue.